Event description:
It was reported that during the implant the guide wire was damaged and stretched so the left ventricular (lv) lead and the guide wire were removed and replaced for reported dislodgement and/or placement difficulty. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant,and stretching.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.